Event description:
Customer reported that she could not get insulin to go through the line after putting a new reservoir into the insulin pump. The blood glucose reading was 129 mg/dl. Customer also reported that she received a no delivery alarm. She was advised to disconnect and reconnect the reservoir and tubing and to manually push the plunger very slowly. She stated that insulin did exit. She was advised to change the infusion set with the same reservoir. She was advised to push the plunger again and stated that insulin did not exit. She was advised to change the reservoir and run a manual prime and she stated that insulin did exit. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.